Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device's power supply, detachable battery board, detachable battery harness and inline filter needs to be replaced to address the issue.